Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4; b5; d9; g3; h2; h3; h6. Review of the provided photo identified foreign debris in the sterile packaging. Visual examination of the returned product found 1 sealed pouch that contains foreign debris that exceeds the acceptable limit. The complaint has been confirmed by evaluation of the provided photo and returned product. DHR was reviewed and no discrepancies related to the reported event were found. The condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event can be attributed to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported by the distributorship that during incoming inspection, debris was found in the sterile packaging. There was no patient involvement. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). G2: japan customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.